Event description:
The reporter contacted animas on (B)(6) 2012, stating that the ok, up and down arrow keypad buttons were sticking when pressed and intermittently unresponsive. The reporter denied damage to the keypad and noted symbols were worn off. The patient reportedly used a protective case, wore the pump in a pocket and cleaned pump with q-tip. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.